Event description:
It was reported that approximately one month post implant a subtle xiphoid inflammation was observed and the patient was started on oral antibiotic therapy. Days later a bubble of fluid at the incision site was visually observed, thus the bubble was drained and sent for culture. The seroma culture was negative possibly due to prophylactic antibiotic therapy the patient was on. Finally a revision took place and the bubble of fluid was drained. The suture sleeve seemed superficial thus the physician decided to create an intramuscular location with electrocautery. At this time the system remains implanted.

Event description:
It was reported that approximately one month post implant a subtle xiphoid inflammation was observed and the patient was started on oral antibiotic therapy. Days later a bubble of fluid at the incision site was visually observed, thus the bubble was drained and sent for culture. The seroma culture was negative possibly due to prophylactic antibiotic therapy the patient was on. Finally a revision took place and the bubble of fluid was drained. The suture sleeve seemed superficial thus the physician decided to create an intramuscular location with electrocautery. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that approximately one month post implant a subtle xiphoid inflammation was observed and the patient was started on oral antibiotic therapy. Days later a bubble of fluid at the incision site was visually observed, thus the bubble was drained and sent for culture. The seroma culture was negative possibly due to prophylactic antibiotic therapy the patient was on. Finally a revision took place and the bubble of fluid was drained. The suture sleeve seemed superficial thus the physician decided to create an intramuscular location with electrocautery. The system was subsequently explanted and returned. No additional adverse patient effects were reported.